Event description:
Subsequent to the initially filed report, additional information was received stating that on (B)(6)2023, the patient returned to hospital and echocardiography showed the implanted clip had opened to 120 degrees and mr had increased to a grade of 4. For treatment, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement of clip opening while locked associated with the clip opening to approximately 30 degrees shortly after deployment and the clip opening to 120 degrees approximately 3 months post mitraclip procedure) could not be determined. Mitral valve insufficiency/ regurgitation (recurrent) appears to be due to the clip opening while locked. Mitral regurgitation is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: codes 4582 and 2199 were removed

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet. The clip was deployed and shortly after deployment, the clip opened from fully closed to 30 degrees. The mr was still able to be reduced so no additional treatment was provided and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.